Manufacturer narrative:
Product analysis: a graphic user interface (gui) printed circuit board (pcb), backlight inverters pcb¿s and a keyboard were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found on the gui pcb and backlight inverters pcb¿s. The keyboard had contamination across arising from fluid ingress. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the identified root cause of the gui pcb was isolated to a component (video graphics array controller u63) on the xena I pcb. No fault was found on the backlight inverters pcb¿s. The keyboard root cause was isolated to the contamination. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preventative maintenance, the 840 ventilator did not pass the extended self-test (est), the lower display did not view properly and the keyboard did not work properly (blocked error message).

Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a keyboard issue; blocked error messages were generated. The ventilator was not in use on a patient at the time the event occurred.